Event description:
It was reported that the customer was hospitalized, due to diabetic ketoacidosis. The customer's blood glucose reading was 519 mg/dl at the time of the report. The customer stated that when he removed the introducer needle from the infusion set, it pulled the cannula out of the customer's body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.